Event description:
It was reported that this right atrial (ra) lead exhibited a sudden pacing impedance change and loss of capture fifteen days following the implant procedure. It was alleged the ra lead had dislodged from the implant location. The physician elected to surgically explant and replace the ra lead to resolve the event. The patient was stable with no additional adverse effects. The ra lead is was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden pacing impedance change and loss of capture fifteen days following the implant procedure. It was alleged the ra lead had dislodged from the implant location. The physician elected to surgically explant and replace the ra lead to resolve the event. The patient was stable with no additional adverse consequences. The ra lead is expected for analysis, but has not yet been received.